Event description:
Subsequently, additional information received from the local sales representative states that a revision procedure was performed to evaluate the rv lead, lv lead and cardiac resynchronization therapy defibrillator (crt-d). The rv and lv leads tested out fine with the pacing system analyzer (psa). The crt-d was removed from service and a new crt-d was placed. The rv and lv leads tested out fine with the new device. No adverse patient effects reported from the procedure.

Event description:
Boston scientific received information that this patient was brought in for a normal follow up and the right ventricular (rv) and left ventricular (lv) leads showed impedances of greater than 2,000 ohms. The daily measurements show that the measurements are intermittently out of range. Four months ago the impedances were also greater than 2,000 ohms for about three weeks. The previous rv threshold was 0.6 volts at 0.4 milliseconds (ms) and during this most recent check they were 4 volts at 0.4 ms. At the end of the session the thresholds were 0.5 volts at 0.4 ms. The local sales representative noted noise on the rv lead during isometric testing. The patient is not pacemaker dependent and their presenting electrogram (egm) was as bi-v pace but likely pacing was not capturing. There were 19 non-sustained episodes and the 2 egm's available showed a short amount of non-physiologic noise that was likely related to the high impedances. The local sales representative tested all the lv configurations and they were always 2 volts to 3 volts at 2 ms or greater than 5 volts at 0.4 ms. The thresholds on the lv were not stable. No adverse patient effects were reported. Additional information from the local sales representative states that no intervention has taken place. The patient will return to the clinic in the near future for further evaluation.

Manufacturer narrative:
The rv and lv leads remain in service. The crt-d was replaced with a new crt-d. Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.